Manufacturer narrative:
Internal file number: (B)(4). The devices were not returned for analysis and the complaint history and exception review could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information available, a definitive cause for the reported failure to adhere or bond, slda and difficult to open or close (gripper actuation) could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2507 labeled 2921 labeled 1157 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Attachment article titled: edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3. Date of event estimated d6. Implant date estimated g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The ntr clip referenced in b5 is being filed under a separate medwatch report.

Event description:
This is being filed to report single leaflet device attachment and gripper actuation issue. It was reported through a research article identifying mitraclips that may be related to (mitralclip xtr) single leaflet device attachment (slda), gripper actuation issue, difficult grasping leaflets and (mitraclip ntr) gripper line difficult to remove. Specific patient information is documented as unknown. Details are listed in the attached article titled, edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study". No additional information was provided.